Manufacturer narrative:
Unit received with blank white display due to corroded electronic assemblies and corroded battery tube. Unable to perform functional testing including selftest, sleep current measurement, active current measurement or displacement test due to display anomaly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was exposed to moisture. The patient¿s blood glucose was 12 mmol/l at the time of the incident. Customer states they see fluid under the lcd. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.